Event description:
The affiliate reported: it was reported that the insulation was loosening next to the connector causing the wires to be unprotected. This happened two times on two different patient during a period of two days. Pictures are available. Patient was in ICU in a critical condition before the need for reoperation, and was still in a critical condition after the reoperation. (During use on patient). Describe the 'damage' or 'other' outcome: re-operation to replace the broken microsensor. Also see complaint (B)(4). (B)(6) 2014, additional information from that affiliate stated: I do not have any additional patient info. Both patients had to be revised. The first one was revised within 24hrs after the event was discovered, the other was revised on (B)(6). One of the microsensor will be returned for investigation, the other one was ¿lost¿. (B)(6) 2014, it is unclear as to which devices were used in these cases. As a result, one device has been added to each complaint.

Manufacturer narrative:
It has been communicated that the device and/or lot information is not available for evaluation. Without the device and/or lot information it is not possible for codman to conduct a proper investigation. If at some point the device and/or lot information does become available, this complaint will be re-opened, evaluated and a follow up report will be filed. Trends will be monitored for this and similar complaints. At the present time this complaint is considered closed. Device not returned.